Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose of 500 mg/dl the day before. Customer treated with insulin pen and continued using the insulin pump but the day of the call, the customer had high blood glucose again. Customer was around 450 mg/dl; current reading was 267 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found, insulin was not expired and the cannula was not bent. Insulin did exit the tubing with manual prime. Settings were correct, bolus history accurate and no error alarms. The insulin pump passed the high pressure test. Customer was advised to change the infusions set and reservoir and discuss the issue with the doctor.